Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, event 1 "there is a foreign matter in the air supply water channel" was confirmed that a foreign substance adhered to the air supply channel, but the foreign matter could not be identified. Additionally, event 2 "there is residual liquid at the tip" was confirmed that a foreign object was attached to the tip, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Preventive measures are described in the tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the air/water tube had foreign objects and the distal end had residual liquid. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to the findings in b5, the evaluation also found the following: the switch box had a scratch. Image guide protector had a scratch. The cover of the light guide bundle was damaged. The light guide lens had a crack. The connecting tube had a cut. The distal end was shaved. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.